Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had not used the scs system in the past two months. The sjm representative was unable to establish communication with the ipg using the programmer and charging system. Subsequently, surgical intervention was undertaken during which the entire system was explanted.